Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported severe low blood glucose. The paramedics were called. Customer was not coherent. Paramedics treated her with glucose injection, IV, EKG and food. The current blood glucose reading is 130 mg/dl. Nothing further reported.